Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended with a stylet returned in the lead. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break. Laboratory testing was unable to confirm the reported clinical observations of dislodgement and loss of sensing.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this right ventricular (rv) lead dislodged. A revision procedure was performed to reposition the lead at which time there was no measureable signal from the lead until a stylet was inserted. It was also noted that the helix was difficult to retract but still functional. The lead was extracted and replaced. No adverse patient effects were reported.